Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, all conductors stretched. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors stretched, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors stretched. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors stretched, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was reported the patient died with cause of death noted to be ischemic cardiomyopathy. Additional circumstances surrounding death included recent acute stroke and moderate aortic stenosis. It was unknown if the device was suspected in the patient death. Additional information has been requested and not received.